Event description:
Upon removal of the unit, the needle separated from the stylet and became lodged in the extension tubing.

Manufacturer narrative:
The sample has been received for analysis and is currently under investigation. A suppelmental report will be submitted upon completion of the investigation.